Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Slow to retract; needle retraction is slow.

Manufacturer narrative:
The complaint of slow needle retraction was confirmed, and the cause appeared to be manufacturing related. Representative 22g insyte autoguard units were received in sealed packaging from lot #4239971. A functional test revealed that the needles would fully retract; however, the retraction time of some units exceeded the specification limit. The manufacturing personnel were notified of this complaint. Due to a trend that was identified for slow retraction, a CAPA was opened to address this issue. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
No new information.